Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an IV infusion the extension set cracked at the hub and leaked blood and fluids onto the floor and patient without any manipulation by either the nurse or patient. There was no report of patient or nurse harm.